Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced a low blood (bg) level below 50 mg/dl. To treat the low bg level, the customer consumed glucose tablets. Recommendation was made to consult with health care provider regarding diabetes management.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) of 40 mg/dl was recorded via continuous glucose monitor (cgm) data between 1-2 am on (B)(6) 2018. Two override correction boluses were delivered at 9:38 pm and 10:36 pm the night prior to the low bg on (B)(6) 2018. The user delivered both requested without entering current bg level or carbohydrate values and while still having insulin on board (iob). Making bolus requests and still having insulin on board could lead to a low bg event. It is possible the user over corrected. There is no evidence that the insulin pump experienced a malfunction or failure.